Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k161813. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a frova intubating catheter was used to place a smith's single lumen endotracheal tube. Patient anaesthetised with laryngeal mask airway (lma) airway, then regurgitated small amount fluid gastric content. Lma removed and patient intubated. Intubation process, video laryngoscope, blue bougie, endotracheal (et) tube. Intubation smooth and uncomplicated without need to "corkscrew" et tube or make multiple attempts. Bougie removed. Anaesthetist chose to perform bronchoscope post intubation to check lungs following regurgitation. On bronchoscope small piece of blue plastic at carina of lungs. Plastic removed via suction. Plastic shard retrieved and bougie examined plastic appears to have been "shaved" from edge of bougie (site visualised). Lungs otherwise appeared clear. Post operative chest xray performed. Nil current harm noted. Patient outcome: a second procedure was performed to retrieve this sheared piece.